Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while exercising. Review of the episode noted oversensing of myopotential noise contributing to the delivery of inappropriate therapy. The patient was brought back in for a follow-up appointment, where provocative maneuvers were performed and myopotential noise could be reproduced with the same exercise moves. Automatic setup was performed, and the s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.